Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post procedure the right atrial (ra) lead exhibited poor sensing and high thresholds. It was also reported the ra lead dislodged. The lead was turned off and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited low sensing.